Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported following a post-operative event involving debonding of the femoral component after a velys surgery. The patient required a corrective invasive procedure, specifically a revision for aseptic loosening. The event was attributed to weakening or separation at an unknown interface, with the femoral component's bonding interface and resistance to loosening considered inherent to its design and manufacture. The tibial insert was most likely revised to provide access to the liner, and there were no reports of malfunction against it at this time.

Manufacturer narrative:
Product complaint: (B)(4). Further information identified the cement involved is not manufactured by depuy synthes and the loosening interface is located between the bone and cement surfaces. Please disregard this mrn as no further reports will be submitted against it as this component is not involved in maintaining the integrity of the bond between the bone and cement.